Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. A loaner device was previously returned to pentax medical from a customer on (B)(6) 2018 with a concern of "loaner unit for evaluation". Inspection of the unit was performed on (B)(6) 2018 where the quality control inspector found the following: endoscope failed electrical safety test - hi-pot. Distal cap - fixed type failed seal integrity inspection. Primary operation channel excess glue at distal end. Passed wet leak test. Customer complaint not stated. Passed dry leak test. Umbilical cable single buckled under pve root brace. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Operation channel- primary mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria.